Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis.

Event description:
On (B)(6) 2017, the consumer stated she used depend underwear and received a cut which developed an infection ((B)(6) 2016). Initially, it was treated with an antibiotic cream and she stated that the infection had cleared up. On (B)(6) 2018, the consumer called back and stated she was admitted to the hospital in (B)(6) 2017 for six days and received IV antibiotic treatment. She continued antibiotic cream and dressing change to the wound until the infection was resolved.